Event description:
Additional information was received from a healthcare professional (hcp). The hcp reported that the cause of the issue was not due to normal battery depletion. They were unsure of the cause but the device should not be low as they had only had the battery for 2 years. When asked about what steps would be taken to resolve the issue they stated that the patient was going to be scheduled for battery replacement.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction and urge incontinence. It was reported that the patient's therapy hadn't been as effective for them as of 2 months ago. Patient was wondering if programs should be changed. Agent walked patient through connecting to ins, which was done successfully. Patient did report history of several attempts to connect to ins, but was always eventually successful. When patient changed programs, an eri message appeared informing patient their implanted battery was low and to contact managing hcp. Today was the first time patient had seen this message. Patient stated they would be calling their managing healthcare provider (hcp) today to schedule a follow-up appointment.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a healthcare professional (hcp). The hcp reported that the device was replaced on (B)(6) 2024.